Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was used in the duodenal papilla to treat common bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During preparation, the tip was cracked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the device was provided wherein a torn/split is shown at the tip of the stent.